Event description:
The device was returned to zoll for an unrelated issue. Upon function testing by a zoll medical technician, the device failed to power on in battery power. There was no pt involvement int eh reported malfunction.